Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited low impedance. The lead was capped and replaced.